Manufacturer narrative:
The partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo.

Event description:
It was reported that there was oversensing and insulation damage on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.